Manufacturer narrative:
On 10/11/2019, mentor became aware that device code 1546 material rupture was erroneously submitted on the prior report. The implants were found to be intact upon explantation. Device code 3189 no apparent adverse event has been added for correct codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After further review, the patient code 3189-no apparent adverse event has been removed and replaced with 2993-adverse event without identified device or use problem for better codification as the patient experienced suspected ruptures. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction revision with unspecified mentor gel implants and experienced bilateral ruptures post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the first of two devices.